Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that guidewire was not sufficiently blocking the hyperglide balloon and did not ensure a tight seal completely. As a result, the balloon could not inflate properly. This was associated with loss of time during the procedure, and use of a second medical device. No patient symptoms or complications were reported, and the patient was reported alive with no injury. Additional information was received stating that the lack of inflation was identified during preparation, as the balloon was found not to be waterproof. Multiple attempts were made to deflate and inflate the balloon, but these were unsuccessful. An expedion guidewire was used as indicated in the IFU, and the guidewire tip was not shaped. A 50:50 contrast media and saline mixture was used to inflate the balloon catheter.